Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were unaware of the patient's weight, however they noted that the patient had received a replacement recharger part which resolved their issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the recharger was not turning on and ins was discharged. It was reported that the antenna cord was frayed. No symptoms were reported. No further complications were reported and/or anticipated.